Event description:
Post-op total knee replacement patient from 2009. Physician attempted to remove the bard drain two days later, the drain removed with a snap. X-ray was obtained, it revealed a piece of the drain to still be present in the suprapatellar pouch. There was not drain outside the skin. She was returned to the operating room for extraction of the drain fragment. The piece was pulled out of the joint and sent to pathology for identification.